Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental emdr will be submitted at that time.

Event description:
The complaint/event occurred on an unspecified date and involved a plum 360¿ sistema infusionale compatibile con ICU medical mednet¿ software that reportedly shutdown unexpectedly during use without any warning alarm. There was unknown patient involvement, and no report of any harm.

Manufacturer narrative:
The alarm log was reviewed. There was no log of battery level suggesting either the power supply failed or the battery discharged abruptly without allowing time for the change to be logged. Engineering evaluates that the battery in this pump has failed. It is also possible that other parts of the pump power system have been damaged or failed. The device was connected to a/c source. The charging led was illuminated. The device was displaying a depleted battery with an audible tone present. The battery was replaced and change battery was keyed. The device passed all further testing. The complaint was confirmed with a depleted battery deemed the probable cause. Power supply will be replaced as a precaution.